Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received the ventilator and observed no detachable battery, no power cord, no outlet filter, no pollen filter and an active outlet port. The ventilator was let run for 108 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the software version, the clock setting, the internal battery build date, and several flow verify steps failed testing specs. The ventilator was taken apart. Contamination was observed within the blower motor. The ventilator¿s internal foam was white, indicating it was remediated.